Manufacturer narrative:
Device evaluation: one sample was received without the original package. Five photos were included for evaluation; hole in the bag was observed. Per visual inspection, a hole was detected in the bag. The complaint was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. This issue will continue to be monitored and further actions taken accordingly to determine the root cause.

Manufacturer narrative:
No information has been provided to date. D4 - expiration date and h4 - manufacture date are based on the returned component item and lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an "air leak from the anesthesia bag". The event occurred before patient use. There was no patient involvement and no harm/adverse event reported. The event occurred in the user facility. The reported item number was ca13b0/400/000jp and lot number 240208. The customer only returned a component (the breathing bag) of that reported item breathing circuit. The returned item number is 67003---802 and the returned item lot number 4442735.